Event description:
It was reported that a pt underwent surgery as a result of artifacts in the CT image. The surgery did not reveal what was diagnosed from the images. The pt was injured as a result of having unnecessary surgery.